Manufacturer narrative:
No treatment tip was returned for evaluation. Since no tip was returned for evaluation, no causal factors can be determined and no conclusions can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6).

Manufacturer narrative:
Product return has been requested. The investigation is ongoing.

Event description:
A user facility reported that they received an error message (e309: handpiece nearing expiration, please call customer service.) Before starting a treatment. During the treatment, the doctor was able to perform approximately 44 pulses to the patient's forehead before a spark occurred. The doctor stopped the treatment when the spark occurred and did not change the tip or continue treatment. The patient was not burned and there was no patient harm or injury.